Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on 2/27/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for hi display. The expected fasting blood glucose test result range is 250mg/dl. Customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call on 02/13/2019, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 03/21/2020 and open vial date is 2/13/2019. The meter memory was reviewed for previous test result history: result 1:hi date: (B)(6) 2019, time: 3:10pm, fasting; result 2:hi date: (B)(6) 2019, time: 3:08pm, fasting; result 3:280mg/dl date:(B)(6) 2019, time: 8:16pm, fasting; result 4:338mg/dl date: (B)(6) 2019, time: 1:17pm, fasting; result 5:332mg/dl date: (B)(6) 2019, time: 10:44pm, fasting. Back to back blood testing as per owner's booklet. Blood test 1: hi fasting. Blood test 2: e-5. Customer have not taking any of her medications at all today, customer think that's why her blood sugar is high.

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). (Note: manufacturer contacted customer on 2/27/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for hi display. The expected fasting blood glucose test result range is 250mg/dl. Customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call on 02/13/2019, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 03/21/2020 and open vial date is 2/13/2019. The meter memory was reviewed for previous test result history: (B)(6). Back to back blood testing as per owner's booklet blood test 1: hi fasting blood test 2: e-5 customer have not taking any of her medications at all today, customer think that's why her blood sugar is high.